Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The guide was prepared per the instructions for use (IFU), during advancement at the iliac vein the guide got caught up and would not advance any further. Troubleshooting was performed without success. The guide was removed and it was noted that at the soldering point there was a fracture at approximately two inches back from the tip of the guide. Two clips were implanted reducing mr to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to patient morphology/pathology due to the angle from the iliac vain. The broken/damaged shaft appears to be due to troubleshooting maneuvers. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The guide was prepared per the instructions for use (IFU), during advancement at the iliac vein the guide got caught up and would not advance any further. Troubleshooting was performed without success. The guide was removed and it was noted that at the soldering point there was a fracture at approximately two inches back from the tip of the guide. Two clips were implanted reducing mr to grade 1.